Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 103532 ti low profile screw 6.5x25mm lot#: 590750, catalog#: 103532 ti low profile screw 6.5x25mm lot# 076870, catalog#: 00786401300 femoral stem press-fit collarless 12/14 neck lot#: 63994836, catalog#: 00875705801 shell with cluster holes porous 58 mm o.d. Size ll lot#: 64063338, catalog#: 00877504001 bioloxâ® delta, ceramic femoral head, s, ã¸ 40/-3.5, taper 12/14 lot#: 2929435, catalog#: 00877501340 bioloxâ® delta ceramic taper liner, size ll / 40 i.d. Lot#: 2927567. Report source: foreign: (B)(6). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05479, 0001825034-2019-05480.

Event description:
It was reported approximately 1 week after revision procedure, the patient developed an infection. The infection was treated with injections for two weeks and the patient was discharged. Attempts have been made and additional information on the reported event is unavailable at this time.